Manufacturer narrative:
H3: the instrument has not been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery. It was reported that when they were tracing, the patient tracker was not showing up on the screen and was not verifying the instrument as well. The second tracker they had to open allowed them to verify instruments, but patient tracker did not show up. They were doing regular tracing. There was a delay of less than 1 hour and no impact on patient outcome. Additional information was received. It was reported that troubleshooting included tapping the center of the forehead on the 3d model, unplugging and re-plugging the item in, and using a different port. Tracking was not possible with the original tracker. After switching to a new tracker, tracking functioned normally and the procedure was completed with navigation.